Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 product analysis: ¿ as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within shipping box; within a plastic bio-pouch; and within an opened pipeline flex and phenom 27 catheter inner pouches; and within a dispenser coil. The pipeline flex was returned within the phenom 27 catheter. ¿ damage location details: the pushwire was extending out from catheter hub. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The distal and proximal ends of pipeline flex braid were found to be fully opened and damaged. No flash or voids molded were observed in the hub. The catheter body was found to be kinked at ~13.5cm and ~34.0cm from proximal end. The catheter tip, marker band were examined; and was found to be flattened. No other anomalies were observed. ¿ testing/analysis: the pipeline flex was pushed out from catheter with some difficulty. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. ¿ conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure to open at distal as the distal end of pipeline flex braid was found fully opened and damaged. However, the root cause for damage could not be determined. Possible causes of failure/incomplete to open include vessel tortuosity, damage braid, and braid deployed in vessel bend. It was noted the patient's vessel tortuosity was minimal and the pipeline was not placed in a vessel bend. Which eliminates these factors out as potential causes. However, based on the analysis findings, the pipeline flex and phenom 27 catheter were confirmed to have resistance during delivery as the pipeline flex braid and phenom 27 catheter were found to be damaged. Possible causes include damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. A continuous saline flush was administe red and maintained as indicated in the IFU. Which eliminates these factors out as potential causes. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: fg15150-0615-1s (lot: 230058600); implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex that had resistance during delivery and deployment in the phenom 27 microcatheter and the devices were damaged. The patient was undergoing a procedure via femoral artery access for flow diverter treatment of a middle cerebral artery (mca) unruptured saccular aneurysm. The aneurysm max diameter was 2mm and the neck dimeter was 2.5mm. Vessel tortuosity was minimal. It was reported that the devices were prepared and catheter was flushed continuously with heparinized saline as indicated in the instructions for use (IFU). The catheter was pushed to go upper to the distal end. During delivery, resistance was felt when the pipeline reached the distal end of the phenom microcatheter. The catheter was pushed further, exposing the tip. The pipeline pushwire was then fixed and the microcatheter was withdrawn to start stent deployment. Resistance was felt as the pipeline deployment was initiated to the radiopaque marker but increased force was used to deploy about 8mm of the pipeline stent. However, it was noted that the tip of the pipeline did not open. 13-15mm more was deployed and the tip opened, but the back end of the stent remained difficult to open. Adjustment of the position was attempted but position was retracted and not ideal. The pipeline was resheathed and pushed to go upper again and redeployment was attempted. The second deployment seemed successful but the tip appeared to be damaged so the pipeline and microcatheter were withdrawn together. In vitro, it was confirmed that the tip of the pipeline was damaged and the distal end of the phenom microcatheter was flattened. The pipeline pushwire was not damaged. Both devices were replaced to complete the procedure successfully and confirmed with angiography. There was no harm or injury to the patient associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information reported that there was a slight pipeline jump during deployment. The pipeline was not placed in a bend, and was relatively straight when it failed to open. The cause of the event was not determined, however there was a problem with the tip of the microcatheter which caused difficulty during stent deployment.